Event description:
Lilly case ID: (B)(4). This report is associated with product complaint: (B)(4). This spontaneous case, reported by a consumer who contacted the company to report an adverse event and product complaint (pc), concerned a 71-year-old asian female patient. Medical history and concomitant medications were not provided. The patient received insulin lispro (rdna origin) injection (humalog series), from cartridge via a reusable pen (humapen luxura, burgundy), 10 units each morning and 10 units each evening, subcutaneously for the treatment of diabetes mellitus, beginning on an unknown date. She started humapen luxura, burgundy on an unknown date in 2018. On an unknown date, while on insulin lispro therapy, to regulate the blood glucose, she was hospitalized, and she was advised by the doctor to stop insulin lispro therapy and was changed to novorapid. Since an unknown date she was using insulin of novorapid with humapen luxura, burgundy. On (B)(6) 2022, the injection button of the humapen luxura, burgundy could be pushed down but the injection screw could not move (pc no (B)(4)/lot no unknown). Information regarding corrective treatment and outcome of the event was not provided. It was unknown when or if insulin lispro therapy was restarted. The operator of the humapen luxura, burgundy was patient, and her training status was not provided. The humapen luxura, burgundy general model duration and suspect duration of use was not provided (it was started on an unknown date in 2018). The action taken with the suspect humapen luxura burgundy and its return status was not provided. The initial reporting consumer did not know the relatedness assessment of the event with insulin lispro therapy while did not provide the relatedness assessment of the event with humapen luxura, burgundy. Edit 16 jun 2022: updated medwatch and european and canadian (EU/ca) fields for expedited device reporting. No new information added.

Manufacturer narrative:
If device is returned, evaluation will be performed to determine if a malfunction has occurred. This is an initial report. A follow-up report will be submitted when the final evaluation is completed.

Manufacturer narrative:
B.5. Narrative field: new, updated, and corrected information is referenced within the update statements in b.5. Please refer to update statement(s) dated 24jun2022 in the b.5. Field. No further follow-up is planned. Evaluation summary: a female patient reported that the injection button of her humapen luxura device could be pushed down but the injection screw could not move. She reported she was using the device with a non-lilly insulin cartridge. The patient experienced abnormal blood glucose. The device was not returned for investigation (batch unknown). Therefore, it could not be evaluated to confirm the complaint or presence of a malfunction. Malfunction unknown. All humapen luxura devices are assessed for injection screw travel at the end of the manufacturing process, thus ensuring device functionality and dose accuracy with high probability. The core instructions for use states, humapen luxura is for use only with lilly insulin (humalog or humulin) 3 ml cartridges. Do not use other brands of insulin cartridges.' There is evidence of improper use. The patient used a non-lilly cartridge in the device. This misuse may be relevant to the complaint; it is unknown if the misuse is relevant to the event of abnormal blood glucose.

Event description:
Lilly case ID: (B)(6). This report is associated with product complaint: (B)(4). This spontaneous case, reported by a consumer who contacted the company to report an adverse event and product complaint (pc), concerned a 71-year-old asian female patient. Medical history and concomitant medications were not provided. The patient received insulin lispro (rdna origin) injection (humalog series), from cartridge via a reusable pen (humapen luxura, burgundy), 10 units each morning and 10 units each evening, subcutaneously for the treatment of diabetes mellitus, beginning on an unknown date. She started humapen luxura, burgundy on an unknown date in 2018. On an unknown date, while on insulin lispro therapy, to regulate the blood glucose, she was hospitalized, and she was advised by the doctor to stop insulin lispro therapy and was changed to novorapid. Since an unknown date she was using insulin of novorapid with humapen luxura, burgundy. On (B)(6) 2022, the injection button of the humapen luxura, burgundy could be pushed down but the injection screw could not move (pc no 6006525/lot no unknown). Information regarding corrective treatment and outcome of the event was not provided. It was unknown when or if insulin lispro therapy was restarted. The operator of the humapen luxura, burgundy was patient, and her training status was not provided. The humapen luxura, burgundy general model duration and suspect duration of use was not provided (it was started on an unknown date in 2018). The action taken with the suspect humapen luxura burgundy and its return status was not provided. The initial reporting consumer did not know the relatedness assessment of the event with insulin lispro therapy while did not provide the relatedness assessment of the event with humapen luxura, burgundy. Edit 16jun2022: updated medwatch and european and canadian (EU/ca) fields for expedited device reporting. No new information added. Update 24jun2022: additional information received on 24jun2022 from the global product complaint database. Entered the device specific safety summary (dsss); updated the medwatch and european and canadian (EU/ca) device fields, improper use and storage from no to yes for the suspect humapen luxura burgundy device associated with pc 6006525. Corresponding fields and narrative updated accordingly.